Event description:
A trilogy evo, international ventilator was returned to a third-party service center for routine preventative maintenance. There was no harm or injury reported. The device was not reported to in patient use. During the evaluation of the device at the third-party service center, an evt_commsfail_ui_to_tpy ventilator inoperative error was discovered in the device's event log. The device's display board was replaced to address the issue. Additionally, the device's blower assembly, machine flow sensor and in-line filter prox. Were replaced due to contamination. Due to the 4 year preventive maintenance procedure, muffler assembly, air foam inlet filter, particulate filter were replaced.